Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and concern with "recalled" device.

Event description:
Patient reported "currently has a routine breast usg, which showed signs compatible with intracapsular rupture of the silicone implant" and "since the implant placed fits, the models recalled" and "folds" this is for the right side device. The device remains implanted.